Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had balloon problems with bd foley catheters. Silicone foley catheter balloons might fail to inflate or be difficult to deflate. Additionally, the balloons might inflate asymmetrically. The silicone foley catheters were contained in surestep, bardex and lubri-sil foley trays. Foley catheter balloons that fail to deflate might require special intervention for catheter removal. Balloons that fail to inflate or spontaneously deflate after insertion might allow the catheter to dislodge, required another catheter insertion and leaking of urine. Multiple instances of bd surestep foley tray (pcn#165816 - lot#ngjn0409) had been reported to ecri as fully dislodging from the patient. However, other bd foley product numbers and lots had also been reported to exhibit balloon inflation and deflation problems.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect balloon design (balloon wall thickness excessive)". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had balloon problems with bd foley catheters. Silicone foley catheter balloons might fail to inflate or be difficult to deflate. Additionally, the balloons might inflate asymmetrically. The silicone foley catheters were contained in surestep, bardex and lubri-sil foley trays. Foley catheter balloons that fail to deflate might require special intervention for catheter removal. Balloons that fail to inflate or spontaneously deflate after insertion might allow the catheter to dislodge, required another catheter insertion and leaking of urine. Multiple instances of bd surestep foley tray (pcn#165816 - lot#ngjn0409) had been reported to ecri as fully dislodging from the patient. However, other bd foley product numbers and lots had also been reported to exhibit balloon inflation and deflation problems.